Manufacturer narrative:
There were some exchanges to understand whether or not this injury could be related to the device and the conclusions are as follows: - according to the physician, this event is related to the surgical procedure. Indeed, the patients presented complications about the wounds within the months following the implantation procedure. -a production records review has been done and no abnormality was detected. The device has been manufactured and sterilized according to all the applicable procedures. Based on the available data, no issue is suspected on the subject pacemaker.

Event description:
Patient included in calliope study. Patient suffers pacemaker decubitus and is hospitalized. No signs of endocarditis. Surgical intervention done on (B)(6) 2023 to extract pacemaker system (alizea and 2 leads) and implant aortic valve.